Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. Visual inspections & results: batch number, k0144y; cartidge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired; position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no; result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not open" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during a laparoscopic illeostomy after firing device, the anvil jaws of two devices separated enough to slide partially out of the tubular body of the stapler. The third device, a tsb35, would not spring back open after the second firing and had to be manually opened to remove the cartridge. There was no consequence to the pt.